Event description:
The following has been reported: biomed reported: air in line constant alarm. Pump has been cleaned around the pins and the guides. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for persistent air in line errors. Upon attempting a mock infusion, the device did display air in line erroneously. An internal investigation was performed to locate any additional signs of damage and none were found in regard to the set ID.